Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet, with a blood glucose of 39 mg/dl that was treated with oral glucose and resolved, and that inconsistent meal announcements and frequent high-sugar snacks contributed; per trainer recommendation, a factory reset was performed and the device was reconnected to the mobile app, with education provided on consistent meal announcements in line with original carbohydrate guidelines. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically inconsistent meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.